Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the arrow button was not working. The customer's blood glucose was unknown. There was random no delivery alarm, arrow button was not working when bolus have to manually add. The customer declined troubleshooting. The insulin pump will not be returned for analysis.